Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was presented to the hospital after receiving inappropriate shocks due to lead noise on the ventricular channel. High, out of range pacing lead impedance were also noted. Possible insulation in the vascular space was noted. The lead was capped and replaced on during device change-out (B)(6) 2016. No patient symptoms were reported.